Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the delivery system "pushed into the eye" and ruptured the anterior capsule. There was no vitreous complication and the iol remains implanted. In a f/u, the surgeon reported the event resolved without treatment (no medical or surgical intervention performed). Add'l info from the surgeon indicated that an unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
Product eval: the device was returned. No damage was observed. Solution is observed in the device. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. However, it may be related to a failure to follow the dfu. The reporter indicated than an unapproved viscoelastic was used. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/26/2011 by fax and mail. A completed questionaire was received on 05/31/2011 and add'l info was received on 06/07/2011 by phone. (B)(4).